Event description:
International ((B)(4)) complaints received reporting (air/flow) issues with use of d1000 tego connectors and covidien palindrome catheter, unknown hemodialysis mating/access devices noi. The report states monitoring equipment alarmed "presence of air inside the extracorporeal circuit" "...micro bubbles were noticeable within the arterial and venous tubing..." The devices were removed and replaced. Two days later attending clinicians report repeat occurrence. There were no reported adverse pt consequences associated with the reported events.

Manufacturer narrative:
MFR's analysis and investigation: lot record analysis: 1808051 (mfg. Date 12/2009) shows 5000 units; 1856803 (mfg. Date 02/2010) shows 7200 units, all were mfg, tested, inspected, and released. Returned device analysis: two (2) used tego connectors were returned to the MFR for testing and analysis. Visual, performance and functional tests were conducted. The results recorded no leakages, occlusions and or out-of spec conditions. Additional information received from facility follow-up reports "this problem could come from the fact the tego caps can't be totally screwed on the luer lock of the palindrom catheter (only a 1/4 turn)." Previously facility used a canaud catheter and tego attachment was achieved with 1/2 turn engagement. Facility concedes that perhaps "air could get in through the not screwed enough luer lock connection." All of the identified manufacturing and complaint analysis show the tego devices were manufactured to specification, tested, inspected and released. ICU medical international product service specialists performed additional training and in-servicing. The distributor product specialists were provided posters, training materials to emphasize intended usage and correct clinical techniques. Corrective actions included educational training sessions, educational materials/posters and follow-up in-servicing.